Event description:
The company was informed that the pt experienced electrode array migration. Programming changes were made, however, the issue was not resolved. Revision surgery is under consideration.